Event description:
It was reported that during a photo selective vaporization, the fiber had not being used long, and it did not have contact with the tissue when it began to forward fire. The fiber was exchange and the procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that during a photo selective vaporization, the fiber had not being used long, and it did not have contact with the tissue when it began to forward fire. The fiber was exchange and the procedure was completed with a second fiber without clinical consequences to the patient.